Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix did not extend and the coil had extended inside the sheath. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The exposed superior vena cava defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated damage at implant. The analyst noted that no further helix testing is possible due to the helix being returned bent and stretched. If information is provided in the future, a supplemental report will be issued.